Event description:
It was reported that during a routine pulse generator change out, the lead insulation exhibited an abrasion. The lead was connected to the new pulse generator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.